Event description:
It was reported that a shaft break occurred. Vascular access was obtained from the opposite site of the lesion. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery (sfa). A 3.00 mm x 1.5 cm x 140 cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target lesion. While adjusting the position of the device in the lesion, the shaft detached approximately 50cm from the distal end of the device. A snare catheter was inserted via the brachium. The detached portion of the device was moved to the aortic ostium. A 7fr sheath was inserted in the left groin and another snare catheter was inserted via the sheath. The detached portion of the device was able to be captured and removed from the patient. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The device was returned in 2 sections as a result of a break in the hypotube at 94cm from the strain relief. A shaft kink was also present approximately 42cm from the catheter tip. This type of damage is consistent with excessive forces being applied to the catheter during use/handling. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained from the opposite site of the lesion. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery (sfa). A 3.00mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target lesion. While adjusting the position of the device in the lesion, the shaft detached approximately 50cm from the distal end of the device. A snare catheter was inserted via the brachium. The detached portion of the device was moved to the aortic ostium. A 7fr sheath was inserted in the left groin and another snare catheter was inserted via the sheath. The detached portion of the device was able to be captured and removed from the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).